Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to recover hardware failure. A field service engineer reimaged the device and identified that the drawers were not detected and the network connection was transmitting but not receiving, determined that a faulty communication sled was the root cause. All drawers showed failed status, and the uninterruptable power supply (ups) was not functioning, replaced the communication sled and tested in the hardware application, confirming all components passed, also replaced the uninterruptable power supply (ups) and verified power across each bay, rebooted the station, and the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to recover the hardware and the device appeared offline in remote smart service. Per the anesthesia resident, multiple attempts to restart the machine and performed hardware recovery were unsuccessful. The unit remained non-functional, and medications cannot be dispensed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.